Event description:
It was reported by the affiliate the msm20 was used during an unknown procedure. It was reported the clips are delivered crossed (scissored). There was no consequence to the patient.